Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that following an angioplasty procedure of an upper arm fistula, the pta balloon catheter allegedly got stuck inside the 7fr sheath during retraction. The balloon and sheath were removed as a single unit and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the device was returned for evaluation. A visual inspection found a complete catheter detachment noted to the outer and inner catheters near the balloon; stretching was noted to the outer catheter near the point of detachment. The detached distal portion of the device was returned stuck in an introducer sheath. The sheath was noted to be bunched and the distal tip of the sheath was flared, and damaged. Therefore, the investigation is confirmed for sheath-related retraction issues. The investigation is also confirmed for complete catheter detachment. It is likely that retraction issues contributed to the identified catheter detachment, as signs of excessive force were identified on the catheter shaft. However, the definitive root cause for the retraction issues could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Potential adverse reactions: additional intervention.

Event description:
It was reported that following an angioplasty procedure of an upper arm fistula, the pta balloon catheter allegedly got stuck inside the 7fr sheath during retraction. The balloon and sheath were removed as a single unit and no further treatment was provided. There was no reported patient injury.